Manufacturer narrative:
Additional information has been received which was not included with the initial report. Retainer ring = black. Case type = ngp customer returned pump for alleged pump error 23 and pump error 15 found on 10-oct-2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. The pump failed the sleep current test. Test p-cap and reservoir locked properly into the reservoir compartment. No pump error 23 alarm or pump error 15 alarm were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 15 on 10/09/2022 at 16:01:08.000 or 4:01:08 pm. Pump alarmed a pump error 23 on 10/09/2022 at 16:01:10.000 or 4:01:10 pm. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Pump error 23 was not confirmed during testing. Pump error 15 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. High sleep current measurement was confirmed due to moisture damage on the electronic assembly, and force sensor. Moisture damage was confirmed found on the battery tube. Pcba 1, pcba 2, and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It is informed that the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received critical block and inverse critical block did not add to zero and post-reset ram crc alarms. No harm requiring medical intervention was reported. Customer was advised to disconnect the pump from the body. The insulin pump will be returned for analysis.